Event description:
The customer reported via phone call that they visited emergency room two times due to low blood glucose level on (B)(6) 2021. Customer stated that they were treated with food and intravenous with glucose and their current blood glucose level was 186 mg/dl. Customer stated that they have been using the insulin pump system within 48 hours of reported low blood glucose level and the auto mode smart guard feature was not active at time of low blood glucose level. Customer stated that the hospital took away the insulin pump from them. Customer also stated the retainer ring was clear and the reservoir was able to lock in place. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.